Event description:
The sales associate reported a posterior l4-5 revision fusion. The product is not being returned for evaluation and no product problems have been reported at this time. The surgeon's office reported the patient outcome is good.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The part and lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File two of three for the same event.